Manufacturer narrative:
The conclusions are as follows: the patient files led to the following observations: - noise on the atrial channel triggered by electromagnetic interferences (emi) in minute ventilation sensor was noticed during the implantation procedure. - no sign of lead issue or connection issue was noticed in the files provided. - therefore, the most likely hypothesis would suggest that this noise is due to the high polarization at the atrial lead tip. Investigations have shown that leads that present with an abnormal high lead polarization may facilitate mv oversensing. No follow-up measurements exist capable of measuring lead polarization. Investigations have shown that alizea / borea pacemakers (using a different circuitry than earlier device generations) when connected to leads with abnormal high polarization are more susceptible to mv oversensing. By design alizea / borea pacemakers should not detect mv artefacts when connected to leads with ¿normal¿ lead polarization. It should be noted that deactivating the mv sensor should prevent mv oversensing / inappropriate mode switching / recording of episodes with 8 hz oversensing in the atrial channel. In this particular case, a reprogramming was performed to prevent this mv oversensing. For more details, please refer to the attached analysis report.

Event description:
Reportedly on (B)(6) 2025, in a cavb patient, during a primo implantation, after connecting the alizea dr (s/n: (B)(6)), the device went into anvp during a test ECG, resulting in vvi operation at baserate. Re-interrogated for the device and checked the bipolar polarity, ddd mode settings, and whether there was sufficient margin in the sensitivity output, but no problems were found. The fms was turned off and the setting was changed to ddd60, but the device still went into anvp. When a sales representative visited the hospital, the poly ECG indicated that the sinus node was being undersensed and ventricular pacing was occurring at baserate. The ddd60 and other settings were checked on the programmer (orchestra plus 3.14j) screen, and the test ECG was checked, revealing that the an (atrial refractory period pacing) marker was activated. When I changed the setting from rateresponselearn to off, asvp operation started. The patient's incision was closed. The sales rep set it to learn before leaving the room, but an was not reproduced.

Event description:
Reportedly on (B)(6) 2025, in a cavb patient, during a primo implantation, after connecting the alizea dr (s/n: (B)(6)), the device went into anvp during a test ECG, resulting in vvi operation at baserate. Re-interrogated for the device and checked the bipolar polarity, ddd mode settings, and whether there was sufficient margin in the sensitivity output, but no problems were found. The fms was turned off and the setting was changed to ddd60, but the device still went into anvp. When a sales representative visited the hospital, the poly ECG indicated that the sinus node was being undersensed and ventricular pacing was occurring at baserate. The ddd60 and other settings were checked on the programmer (orchestra plus 3.14j) screen, and the test ECG was checked, revealing that the an (atrial refractory period pacing) marker was activated. When I changed the setting from rateresponselearn to off, asvp operation started. The patient's incision was closed. The sales rep set it to learn before leaving the room, but an was not reproduced.